Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis results showed that thirty five ecr60b reloads were received sterile and with no apparent damage. Thirteen returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Batch #: t5dx8p. Manufactured date: 09/26/2019. Product exp. Date: 08/30/2024. Batch #: t5e24d. Manufactured date: 10/31/2019. Product exp. Date: 09/30/2024. Batch #: t5dz0l. Manufactured date: 10/21/2019. Product exp. Date: 09/21/2024.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. What was the product code of stapler used? Can lot/batch be provided? Is the device and reloads available for return? What is meant by ¿staples were bent¿? Can additional information be provided about shape of staples? Are any photos or video available? Was buttressing material used? What was done to address the poor staple form in initial procedure? How long after initial procedure was the reoperation? How was the issue addressed in the reoperation? What was the location of the ¿bent¿ staples on each firing (proximal, medial, distal)? Was the staple issue on both sides of the cut line? What is the current patient status?

Event description:
It was reported that the staples were bent at 3 eaches of reloads and were not completely closed after firing in the tissue . Magazine was loaded correctly, there were no abnormalities. Tissue was not too thick, it was waited long enough (30 sec.) Before firing. But here the surgeon has to do a resurgery because of a small leak at the staple line at cardial notch. Patient is after resurgery okay.